Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. It was reported that they had power error detected alarm. It was reported that the power error detected did not recur within a week of troubleshooting of the previous occurrence. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will not be returned for analysis.